Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter with the one-way valve attached. The 0.018¿ guide wire was also returned. The sheath was not returned for evaluation. The catheter tubing was observed to be oval shaped along its length. This may occur if a vacuum is held with the one-way valve attached for a long period of time on the catheter causing the catheter tubing to lose its round shape. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. Four kinks were observed on the inner lumen within the membrane approximately 9.4cm, 10.9cm, 14.5cm and 15.7cm from the iab tip. The optical fiber was found to be broken at the kinked location of 14.5cm. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the kinked inner lumen and membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The condition of the iab as received indicated a kink on the inner lumen. A kink in the inner lumen can cause difficulty during insertion. The evaluation confirmed the reported problem. We are unable to conclusively determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab) on an ami (acute myocardial infarction) patient, the iab was unable to be inserted completely due to resistance. The iab was replaced to continue therapy. No patient injury was reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during insertion of an intra-aortic balloon (iab) on an ami (acute myocardial infarction) patient, the iab was unable to be inserted completely due to resistance. The iab was replaced to continue therapy. No patient injury was reported.